Event description:
On (B)(6) 2023, an online distributor sent an email to report that a patient (pt) in the united kingdom ¿suffered red eyes and ulcer¿ while wearing the acuvue® oasys 1-day with hydraluxe® technology brand contact lenses (cls). The pt asked for an investigation of the suspect product. No additional medical information was provided. The affected eye with the ¿ulcer¿ is unknown. The event date is being estimated as (B)(6) 2023 as an exact event date was not provided. Multiple attempts for additional medical and product information have been made without success. No contact information was provided for the pt. This report is being submitted as a worst-case event as we have been unable to verify the pt¿s diagnosis and treatment with the eye care professional. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 6338630104 was produced under normal conditions. Availability of the suspect cl is unknown. No additional investigation can be conducted. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
H3 other text : suspect product availability is unknown.